Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite using multiple different usb cables and adapters the pump did not charge. Customer¿s blood glucose was 265 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.